Event description:
Patient complained of frequent symptoms of hypoglycemia, but when she checked her bg with novamax meter and novamax strips the results were above the normal 210, pt stated that when she used the neighbour's meter her result was 70.